Event description:
Additional information received: the patient was in the hospital in (B)(6) and got out on (B)(6) 2012. The patient had bouts of forgetfulness and fell every couple of days. The patient needed stitches on his head from a fall at the hospital. It was noted the pump might be sending too much drug causing the patient¿s legs to go numb. The patient was bedridden , could hardly walk, and was constantly in pain.

Event description:
It was reported that since the implant, there had never been therapeutic effect. The patient didn't get relief of pain for his feet and had been taking extra oral medication. It was noted that since (B)(6) the patient's legs have been giving out on him and he had been falling. The reporter stated that the patient had been to 3 neurologists and they believed there was a device issue or the patient received too much medication. It was noted that the patient was not due for another refill until (B)(6). The patient was also seeking a new health care provider (hcp) closer to home and for a second opinion. It was noted that the pump delivered dilaudid and "other medications" in the pump.

Manufacturer narrative:
Catheter model # 8709, lot # j12047r27, implanted on: (B)(6) 2004, explanted on: unknown. Catheter model # 8578, lot # n274544005, implanted on: (B)(6) 2011, explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information later reported the patient had pain in his feet caused by his peripheral neuropathy which he has had for 6-7 years. The patient stated the neuropathy was the reason he got the pump. The patient also takes gabapentin. The patient indicated they wanted to do some type of stim treatment on his feet and was looking into getting this new treatment to keep him from taking pills. The pump was used to deliver fentanyl, bupivacaine, saline, and dilaudid .